Event description:
The patient reportedly experienced pain at the implant site. The patient also experienced intermittencies. External equipment was exchanged; however, this did not resolve the issue. Testing revealed that the device is functioning. Surgery to explant the patient's device will be scheduled.